Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.0/+2.5/088 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for another same model lens and the problem was not resolved. The surgeon chose the same lens model because she implanted the second lens in oblique position (different axis) and she believed that could decrease the vault. See MFR. Report 2023826-2018-01106 for the exchanged lens.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. (B)(4).